Event description:
It was reported at the conclusion of a typical right sided atrial flutter ablation an ensite array catheter was unable to be withdrawn from a 9f fast-cath introducer requiring the catheter, guidewire and introducer to be removed together. An ensite array catheter was prepped, advanced through a 9f fast-cath introducer and deployed in the lower right atrial and inferior vena cava junction with no issues. Upon completion of the procedure, while the physician was withdrawing the ensite array catheter, the catheter suddenly would not withdraw any further. The physician and sjm employee present ensured the catheter was prepped for removal, with the balloon contrast solution in the inflation syringe and the catheter balloon assembly advanced to low profile with the positive grip mechanism locked; however, the catheter still was unable to be withdrawn. The physician verified the location of the catheter balloon assembly, which was noted as being positioned with the proximal end of the catheter balloon assembly near the introducer valve. The physician decided to wait for the pt's act to come down before removing the ensite array catheter, 9f fast-cath introducer and guidewire together. Approx two hours passed until the pt's act reached 160 seconds and the catheter, introducer and guidewire were successfully removed. The introducer was cut back from the distal end and the catheter was removed from the introducer. It was noted the catheter balloon assembly felt to be stuck in the introducer valve and a cut wire was noted on the ensite array catheter. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.